Event description:
It was reported that the lead was explanted 3 days after the implantation due to loss of capture.

Manufacturer narrative:
The pacemaker and the lead were returned for analysis. An analysis of the lead showed cuts in the insulation, which are likely due to the explantation procedure. Furthermore, no irregularities could be found that could be the reason for the problems with pacing reported in the complaint. The therapy capabilities of the pacemaker were checked as part of the pacemaker analysis. The antibradycardia output signal reflected the values programmed and the device signal sensing was in working order. With respect to device function, the pacemaker was within specifications. In the next step of the analysis, the pacemaker status was interrogated and the clinical observation was confirmed. The implant had switched to eri battery state on (B)(6) 2019. The pacemaker memory was then examined, in particular the battery history. The battery had not discharged and the power consumption was normal. The eri battery status could then be successfully reset and the battery status was shown to be ok. Later interrogation showed an ok battery status, as would be expected. A stress test performed under different temperature conditions showed the implant to be in working order. Analysis of the follow-up data suggested that the implant had been programmed with high-energy parameters (7v at 1.5ms) on (B)(6) 2019. This then activated the eri battery status. The analysis showed that the eri battery state was not triggered by the battery actually being depleted but was due to a re-programming with high-energy parameters. After the eri battery state was reset, the implant was fully functional. The therapy capability was not compromised at any point.